Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician inserted the introducer needle into the patient (right internal jugular) and tried to withdraw, but there was no blood withdrawn despite the needle being seen inside the vein radiologically. The needle hub appeared cracked. The device was removed and replaced. A new set was used and procedure attempted again successfully with no complications. The patient's condition is reported to be fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The physician inserted the introducer needle into the patient (right internal jugular) and tried to withdraw, but there was no blood withdrawn despite the needle being seen inside the vein radiologically. The needle hub appeared cracked. The device was removed and replaced. A new set was used and procedure attempted again successfully with no complications. The patient's condition is reported to be fine.